Event description:
The customer stated she was taken to the emergency room due to high blood glucose. The blood glucose ws too high for the glucose meter to give a reading. Prior to the hospitalization the customer stated she changed the infusion set and gave several boluses but the blood glucose remained high. The customer also gave a manual injection of 8 units and continued to have high blood glucose readings. Troubleshooting was performed. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.